Manufacturer narrative:
H.3 eval summary: the long charge time experienced in the field is believed to have been caused by damage to the output stage of the device. It was not determined if the output damage was caused by an external defib or if there was a lead problem. The damage is believed to have been caused by excessive current flow in the output circuit. There was a second device implanted after this implant attempt that was damaged in the same manner. It is possible that there may have been a lead issue, but this was not determined.

Event description:
During an attempted implant, a vf was induced to test the ICD. The ICD charged for 5.2 seconds and delivered a 500v shock. The shock did not terminate the vf and the pt was rescued with external defibrillation. It is unclear whether the ICD delivered several more shocks, but the interrogation showed the last charge time had been greater than 30 seconds. The ICD may have been damaged by external defibrillation.